Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data. Ts discussed setting the alert shock impedance measurement alert to 150 ohms so that once that value was reached, an alert was produced, which the calling health care professional proceeded to do. This device remains in service. No adverse patient effects were reported.